Event description:
The customer reported that while the device was in the AED mode they were unable to acquire the pads ECG waveform and analysis was not possible. The involved pt died.

Manufacturer narrative:
(B)(4). The customer reported that while the device was in the AED mode they were unable to acquire the pads ECG waveform and analysis was not possible. The involved pt died. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.